Event description:
It was reported that the customer went to the emergency room (ER) with an elevated blood glucose level, value was not provided, with a headache and vomiting. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, no response was received from the customer.